Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level. Exact bg value was not provided. The cause of the reported issue was due to multiple occlusion alarms. Additional information was not provided. Customer declined to troubleshoot with tandem technical support and reverted to an alternate method of insulin therapy.